Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a patient had a replacement due to battery depletion. After surgery, the therapy impedance was at 505 ohms. The patient's electrode impedance was 400-500 ohms for all leads. They programmed at 2.5 volts with 2<(>&<)>3 combination being used. When the implant was checked on the day of the report, the day after surgery, the impedance was c<(>&<)>2=2495, c<(>&<)>3=252, 2 <(>&<)>3=2294ohms. It was reviewed that the issue could be dehydration or a connection issue, but was later confirmed that it was more likely a connection issue since the impedance was much higher than expected. The hcp said they would do imaging and they might do an egd. Palpation was discussed, too. The hcp noted they ran impedance at .8, but it sounded like they ran it at the standard default setting. The patient had nausea and vomiting. No further complications were reported. Additional information from the hcp reported that the patient was taken back for exploratory surgery on the (B)(6), or maybe the day after, and the leads were still attached to the device. They took the leads out, wiped them down and reinserted them. This resolved the impedance issue. The patient was (B)(6) at the time of the event. No further communications were reported/anticipated.